Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-20029. It was reported during reprogramming that the patient was without stimulation. Impedance readings were normal. X-rays confirmed a lead migration. The physician will schedule surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.